Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The third clip was malformed. It is unknown how the case was completed. There was no consequence to pt.